Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely positive architect total -hcg results for one patient. The following was provided: initial result 238.39 miu/ml, retest result 0 miu/ml. Per the package insert:the architect total -hcg assay is designed to have an analytical sensitivity of = 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for false positive results not repeated when using architect total b-hcg reagent lot number 25512ud01. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg reagent lot number 25512ud01 was identified. Section g has been updated to reflect personnel changes that occurred subsequent to the initial submission.